Event description:
The pt received her scs system on (B)(6) 2009. It was reported that although the pt had stimulation, the pt programmer was unable to communicate with the ipg. The sales rep reported that communication had been intermittent and gradually worsening over the last couple of months. A replacement external device was shipped to the pt in an attempt to resolve the issue. No further info is available at this time. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.